Event description:
Caller reported potential false negative hcg results on the sure-vue serum/urine hcg-stat urine hcg test at three (3) minutes, then positive at five (5) minutes on one pt. The serum quantitative hcg result was 153 miu/ml. External controls ran on device lot prior, passed. The urine specimen was yellow in color, sg: 1.05. No sample remains to be sent back for investigation. There was no reported adverse pt sequela. Call had very limited info on the pt and testing procedure since she was not present while the test was performed.

Manufacturer narrative:
Investigation pending.